Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the shaft is cracked near the tip. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The inferior dynamic jaw is broken at the jaw pivot pin diameter. The broken off portion of the jaw is missing and was not returned for analysis.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.